Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure of this pacemaker and right ventricular (rv) lead, pacing could not be captured. Reconnecting the lead to the device prior to pocket closure resolved the issue and pacing was captured. During a final check for implant, a low out of range pace impedance measurement was noted at 170 ohms however, since thresholds were within normal limits, the procedure was completed. The day after implant, phrenic stimulation was noted at high outputs and reprogramming performed to decrease output. A revision procedure was performed to replace the device and rv lead. The rv lead was abandoned surgically and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.